Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the audio bolus button was intact without damage. On testing, the audio bolus button responded normally. The audio bolus button cover was removed and did not reveal any defect or contamination. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas on (B)(6) 2012, stating the audio bolus button was intermittently unresponsive for a couple of weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and cleaned it with a damp cloth. The patient claimed to have had a protective case on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.